Manufacturer narrative:
Philips has investigated this complaint. According to the information collected during planned treatment/non-emergency treatment at the start of the coronary procedure, issue got happened and the procedure got delayed and was completed later by using another system. It was reported that the system was unable to perform x-rays. Rse reviewed the logfiles and confirmed the errors related to the power inverter (point): "resonance frequency too high frontal," "gate driver fault frontal." Upon further inspection, philips field service engineer (fse) visited onsite and replaced the power inverter (point) certeray and calibrated the tube adaption, edl, and air karma. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.